Manufacturer narrative:
B3: unknown; no information has been provided to date. E1 - facility name (B)(4). H3: one device was received for evaluation. Service history found no history of repair in the past related to this complaint. Function tests were performed, and the reported problem was duplicated during power on self-test. The probable cause was the interconnect printed circuit board (pcb) did not recognize the battery hence suspecting interconnect pcb failure.

Event description:
It was reported that the device had an overheating problem, turns on and off by itself. There was unknown patient involvement.